Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.